Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the delivery balloon would not deflate. The 99% stenosed, concentric, de novo target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca). The lesion length was 15mm and the reference vessel diameter was 3.5mm. A mach1 6fr fr4 guide catheter and a non-bsc guide wire were advanced to the lesion site. Next a liberte' monorail 4.0x16mm bare metal stent (bms) was advanced to the lesion site. An encore inflation device was used to inflate the delivery balloon to 18atms for 15 seconds. The balloon inflated successfully and fully on the first attempt. The stent was deployed successfully however there was some difficulty noted in deflating the delivery balloon. The balloon was inflated a second time to 18atms. After this inflation, the balloon would not deflate. Several attempts were made to deflate the balloon but were unsuccessful. An unspecified guide catheter was inserted for support and the balloon was removed from the patient. Although the device was intact upon removal, it was stretched in order to do so. The stent remained implanted. No patient complications were reported and the patient status is reported as 'good'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the midshaft. The break was located approximately 14.2cm distal to the proximal edge of the midshaft. The midshaft sections were severely stretched and kinked. A detailed examination of the proximal weld region showed the device was not focally necked. The balloon was deflated but not refolded correctly and there was a small build up of solidified contrast media present inside the balloon. The hypotube was kinked at various locations along its length. Due to the condition of the returned device, it was not possible to test for deflationary issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the delivery balloon would not deflate. The 99% stenosed, concentric, de novo target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca). The lesion length was 15mm and the reference vessel diameter was 3.5mm. A mach1 6fr fr4 guide catheter and a non-bsc guide wire were advanced to the lesion site. Next a liberte¿ monorail 4.0x16mm bare metal stent (bms) was advanced to the lesion site. An encore inflation device was used to inflate the delivery balloon to 18atms for 15 seconds. The balloon inflated successfully and fully on the first attempt. The stent was deployed successfully however there was some difficulty noted in deflating the delivery balloon. The balloon was inflated a second time to 18atms. After this inflation, the balloon would not deflate. Several attempts were made to deflate the balloon but were unsuccessful. An unspecified guide catheter was inserted for support and the balloon was removed from the patient. Although the device was intact upon removal, it was stretched in order to do so. The stent remained implanted. No patient complications were reported and the patient status is reported as "good".